Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported there was damage and found on the bottom of bd vacutainer® ppt¿ plasma preparation tube k2e 15.8 mg tubes. In addition, the gel distribution was found to be atypical. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for 'damaged tube having no vacuum and gel smearing' with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for 'damaged tube having no vacuum and gel smearing' with the incident lot was observed. Root cause description: upon evaluation of the customer returned photos, the customer¿s product issue was observed during visual inspection of the bottom of the tubes in the photos. This damage is seen when a nozzle that delivers the gel into the tube is loose and when dispensing gel will actually hit the bottom of the tube causing a crack. When the tube goes through the vacuum operation the applied vacuum causes the gel to migrate up the side of the tube causing gel smearing and no vacuum. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.